Manufacturer narrative:
Device eval: the device has not been received for eval. A f/u report will be submitted when the eval has been completed. Eval: conclusion: a f/u report will be submitted when the eval has been complete.

Event description:
The rotator split on three occasions in one day for two different patients. This happened upon injection of contrast for an angiographic procedure. No harm or injury was reported. This is one of three form FDA 3500a reports for this complaint. 1721504-2011-00089 and 00093.